Manufacturer narrative:
The initial MDR 2432235-2017-00338 was filed on june 01, 2017. Additional information (05/30/2017): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse checked aspirate probes 1 through 4, replaced pinch valves aspirate probes 2 & 3, and replaced aspirate probe 4. The cse checked aspirate performance and system performance and returned the system to operation. A siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded, the primary cause of poor precision and discordant results is poor wash aspiration. The toxoplasma igg method uses all aspirate positions and the poor performance of aspirate probes 2 and 3 due to defective pinch valves is the likely cause of the reported discordant results. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is investigating the event.

Event description:
A discordant, falsely positive toxoplasma igg result was obtained on a patient sample on an advia centaur xp instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample twice on the same adiva centaur xp instrument, resulting negative. The customer reported the repeat result to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely positive toxoplasma igg result.